Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Initial reporter states that the mesh involved is a composix kugel mesh, however, the pt's medical files's billing statement for the pt's 2005 hospital admittance reflects the mesh used in the procedure as a composix e/x mesh. Therefore, we are reporting this event as a composix e/x mesh.

Event description:
Attorney reported: pt had CT scan of her abdomen which revealed a large ventral hernia in the left lower quadrant. In 2005 - pt's physician performed an exploratory laparotomy and found a large lateral abdominal wall hernia which he repaired with a large bard composix ex mesh. Subsequent to the surgery, the pt. Developed abdominal pain. Four months later - CT scan performed. Pt continued to have pain and discomfort from the mass that had developed in the left lateral abdomen. In 2006 - pt hospitalized where she underwent an evacuation of a hematoma in her left lower abdominal wall. Pt continued to have pain and discomfort from the mass that had developed in her left lateral abdomen. Pt subsequently underwent aspirations of the abdominal wall hematoma as a result of the composix ex mesh which resulted in a pigtail catheter being inserted. In early 2008 - pt seen at a clinic where a CT scan done, which revealed a parastomal hernia abscess with multiple loops of small and large bowel. The clinic determined that composix ex mesh was the source of infection but that it may not be possible to remove. Pt suffered from pain, mental anguish, inconvenience, physical impairment, disfigurement, loss of capacity to enjoy life in the past, and will suffer pain, mental anguish, inconvenience, physical impairment, disfigurement, loss of capacity to enjoy life in the future. Initial reporter states that the mesh involved is a composix kugel mesh, however, the pt's medical billing statement for the 2005 hospital admittance reflects the mesh used was a composix e/x mesh.